Event description:
Boston scientific received information that this device had been explanted due to a depleted battery. Reportedly, during the most recent in-office interrogation, the device exhibited a mode indicative of a depleted battery with only back-up pacing available. It was additionally reported that during the previous office visit, the interrogation displayed over one year of remaining battery life. The physician was displeased with the rapid depletion and requested the device be returned for a post market longevity assessment.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.